Manufacturer narrative:
Ge healthcare investigation will be provided in our response to the FDA inquiry (B)(4) for this event. Patient ID and patient weight were not available at time of submitting MDR. User filed medwatch report indicated ¿outcomes attributed to adverse event¿ as ¿other serious¿. Attempts to contact the hospital to obtain information to understand if an injury occurred has been unsuccessful. Report source other: user filed medwatch (B)(4).

Event description:
Per user filed medwatch report: "the 'green confirm' button on the anesthesia machine should only require the user to push once to confirm the entered settings (per manufacturer's instruction for use) . The green confirm button failed to confirm entered settings after just one depression, and required the user to depress the button multiple times to confirm entered settings. Involved part was replaced a machine functioned appropriately . What was the original intended procedure? Bronchoscopy with lung biopsy."

Manufacturer narrative:
Additional information: additional information was received that there was no patient injury. The patient reported having experienced awareness during the case. The patient did not require any follow-up treatment as a result of the awareness. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Based on additional information: updated from adverse event to product problem customer contact name and phone number updated profession updated type of reportable event changed from serious injury to malfunction. Original reporter also sent report to FDA: corrected from unk to yes. Additional information: additional information was received that there was no patient injury. The patient reported having experienced awareness during the case. The patient did not require any follow-up treatment as a result of the awareness. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Based on additional information: (B)(4).

Manufacturer narrative:
The hospital biomed replaced the encoder. The hospital declined to provide the encoder and the machine logs to gehc for investigation. An exact root cause for the failed encoder cannot be determined without a sample.